Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device did not auto-escalate energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the device was extensively tested and the malfunction was not duplicated. A review of the data file provided evidence of the customer report but we cannot determine if the joule setting was changed by the user. The device was tested extensively and determined to be operating to specification. The root cause of this occurrence is unclear. The device was recertified and returned to the customer. It's important to note that this type of report does not impact the device's abilty to deliver energy to the patient. Energy selection is adjustable via the front panel or defibrillator paddles. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the device was extensively tested and the malfunction was not duplicated. A review of the data file provided evidence of the customer report but we cannot determine if the joule setting was changed by the user. The device was tested extensively and determined to be operating to specification. The root cause of this occurrence is unclear. The device was recertified and returned to the customer. It's important to note that this type of report does not impact the device's ability to deliver energy to the patient. Energy selection is adjustable via the front panel or defibrillator paddles. Analysis for reports of this type has not identified an increase in trend.